Event description:
It was reported that during a pta treatment procedure, balloon removal difficulties were encountered. The ultra thin balloon was inserted through a 6f introducer sheath to treat a lesion in the left arm. The physician performed several dilations to unknown atms. During the removal attempt, the balloon became caught on the sheath causing the balloon to separate from the catheter shaft. The procedure was successfully completed with this device. No patient injuries or complications were reported. Patient status is reported as 'fine.'